Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor infused the therapy solution at an unintended flow rate. There was solution still in the device after the infusion had finished. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot 16e028 was manufactured from (B)(4) 2016 to (B)(4) 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.